Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that the distal end of the bur broke during a minimally invasive decompression surgical procedure. It was also reported there was a delay of approximately 5 minutes to switch out devices. It was reported that there were no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.